Event description:
It was reported that this introducer sheath was suspected of being kinked, thus a torque was built up. Several measures were attempted by tapping a right ventricular (rv) lead and slightly adjusting a stylet with no success. This introducer was out of service and will not be returned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).